Event description:
The customer reported that the image began to flicker. It appeared that the system would x-ray, but gives no image. No pt injuries were reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep found the ground wire to video broken in the lemo plug of the interconnect cable. He replaced the interconnect cable and confirmed the system doesn't flicker when making fluoro images. The system operates as intended.